Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024, the patient contacted support to report a leak at the luer connector while on the fill tubing screen. The agent guided the patient through troubleshooting steps, confirming drops were visible during the fill process. The patient was instructed to tighten the tubing to the luer connector, after which the tubing fill was successfully completed, and insulin delivery resumed normally. Blood glucose was not affected, and no adverse health effects occurred. The event was determined to be user error due to an unsecured luer connection. No product replacement was issued.